Event description:
Clinical history: pt with a history of chf, keloids and ICD implantation. Procedure: dr. (Electrophysiologist) began the lead removal procedure by a pocket incision with an electrocautery. The lead stimulation resulted in the pt going into v-fib, was shocked at 200 joules and successfully converted into sinus rhythm. The fidelis lead was then exposed and cut for lld-ez insertion. Dr. (Cardiologist) arrived to complete the lead removal extraction. Md began with a 12f sls, but scar tissue in the clavicular area prevents progression. A 14f sls was introduced and advanced with intermittent lasing to the right ventricle. Dr.'s technique was smooth with no excessive pushing or pulling. Approximately 10 minutes later the pt's pressure drops, CPR started and a code blue is called. (Surgeon) performs an emergent thoracotomy, the patient is taken to the or for emergency surgery to repair a perforated svc and expires on the table in the or. Patient outcome: death.

Manufacturer narrative:
Failure analysis: there is no indication at this time the event was caused by the malfunction of the spnc device. The spnc lld-ez, model # 518-062, was deployed in the fidelis 6949 lead which is now in the possession on medtronics.